Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker. No number ramping anomaly or scroll bar anomaly was noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported a button error alarm and stated that none of the buttons were responsive and she was unable to clear the alarm. She also reported that the numbers on the display screen scrolled without input during a bolus. The blood glucose reading was 86 mg/dl. Nothing further was reported.